Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative was seeing the patient on the day of the call for reprogramming. During the appointment, the patient's partner would move their phone or tablet near the patient and the patient reported that they felt an increase in stimulation each time. This did not happen with the electronic watch. No further complications were reported.